Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: terumo heartrail al-1 6f; stent: xience xpedition 3.0-38 mm. The xience xpedition referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported shaft leak and torn shaft was confirmed. The reported difficult to position could not be tested due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft leak, difficult to position or torn shaft reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, mildly calcified, 75% stenosed distal right coronary artery. The 3.0-38 mm xience xpedition stent delivery system (sds) was advanced to the lesion in a direct-stenting attempt. When the sds balloon was inflated for the first time to 10 atmospheres it was thought that the sds balloon ruptured. The stent implant was deployed, but not fully expanded. The deployed stent was further dilated with the 3.0-15 mm trek rx balloon catheter; however, the dilatation balloon which was also thought to have ruptured when inflated for a third time. As the deployed stent was already satisfactorily expanded, no further attempts to dilate the stent were made. After retraction of the devices from the patient, further investigation observed leaks from the shafts of both devices at approximately the same location in each shaft; therefore, it was determined that balloon ruptures did not occur. It was commented that both devices met resistance either with associative devices or the guiding catheter which could have resulted in tearing/damage to the lumens. No adverse patient effects or clinically significant delay in the procedure were reported.